Event description:
The customer contacted beckman coulter inc. (Bec) customer technical support (cts) to report a hydro error and found the hydro drawer full of liquid. The customer was wearing personal protective equipment during the event. Per customer, about 1 liter leaked onto floor. Cts discussed how to empty the waste containers that were full and then home the instrument. Cts generated a service request. No injury was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) performed service on the instrument: fse emptied the air water separator and cleaned the waste canister. Setting was adjusted on a waste float switch to allow for proper drainage. Repair verified per established procedures. Issue was resolved by a routine service repair. Bec internal notification number is (B)(4).